Manufacturer narrative:
Date of post-operative breakage and non-union is unknown. This report is for two (2) unknown broken screws with potential part numbers 202.218 and 202.214. Information based upon the possible part numbers is listed below: part 202.218: 2.7mm locking screw slf-tpng with t8 stardrive recess 18mm ¿ hrs: plate, fixation, bone ¿ hwc: screw, fixation, bone ¿ (B)(4). Part 202.214: 2.7mm locking screw slf-tpng with t8 stardrive recess 14mm - hrs: plate, fixation, bone ¿ hwc: screw, fixation, bone ¿ (B)(4). Without verification of the actual part number, and with no available lot, the UDI is unavailable. The broken screws were not fully explanted during the revision procedure on (B)(6) 2016. A portion of each of the broken screws remains in situ. The complainant parts are not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an original wrist fusion procedure on (B)(6) 2014. At some point post-operative, the patient developed a non-union. The revision procedure to remove the hardware was conducted on (B)(6) 2016. During the hardware removal, the surgeon discovered that two (2) of the screws had broken. The shafts of the two (2) screws remained in the patient. The surgeon decided to splint the patient for the time being and completed the procedure without delay. The patient's post-operative status is unknown. No additional information was available. This report is for two (2) unknown broken screws. This report is 1 of 1 for (B)(4).